Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video ultrasound scope eg34-j10u sn: (B)(4). The user stated no video image which was found during pre-procedure inspection. There was no adverse event reported with this complaint. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. On 02jul2021, the device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirmed that the image was dark. No additional findings were found. The device was repaired where the circuit board was adjusted and returned to the user on 19jul2021 on delivery (B)(4). A review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 01jan2021.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model eg34-j10u-us available for sale in the united states with a 510k #k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.